Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient could turn it off/on with the recharger but couldn¿t get any bars or if she did they went away. It was noted that another recharger worked better and had 6-8 boxes that stayed. Analysis of the recharger found no anomaly. No issues found during bench testing, no issues with charging ins or recharger or communications it was later reported that the patient met with a manufacture representative on 5 occasions to help and educate the patient on recharging. The manufacturer representative was able to reproduce the difficulty the patient explained and was never able to get more than 4 coupling bars with any recharger. It was noted that both the manufacturer representative and the health care provider (hcp) palpitated the device and did not find the battery to be at an inappropriate depth. The device was reportedly explanted and replaced with a non-rechargeable battery. The patient was reportedly doing well.